Event description:
The manufacturer received information alleging a ventilator's active exhalation control module was leaking. There was no harm or injury reported. The manufacturer received the device for evaluation and noted the device's overhead blower filter was clogged causing the device's active exhalation control module to malfunction. The device's overhead blower filter needs cleaned to address the issue.